Event description:
It was reported that the micl13.2 implantable collamer lens was misloaded resulting a haptic tear upon insertion. The lens was removed without any patient injury and after the surgeon attempted to insert the back up lens (see MFR report# 2023826-2009-00199) the patient left without a lens.